Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis; however, performance data was collected from the device and has been analyzed. No anomalies were found. Concomitant products: 6947 implantable tachy lead - (B)(6) 2005; 4193 implantable pacing lead - (B)(6) 2005; 4076 implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), which lead to the device pacing at a lower rate than programmed. The lead remains in use. No patient complications have been reported as a result of this event.